Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the roto-lok hunter bowel grasp (product ID 625164 ) was not functioning properly. The closing actuation is disrupted by a ¿catch¿ when trying to grasp tissue and bowel. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The returned 625164 forceps are in used condition with stiff movement due to worn hinges/joints. The reported complaint is confirmed. Note that lubrication of instruments can preserve smooth instrument function (reference the IFU). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.